Manufacturer narrative:
The reported event of difficulty untightening the setscrews to remove the leads was confirmed. Analysis revealed the user/physicians were using tools or wrenches that did not correctly fit into the insets of the setscrews. Also, possibly incorrect wrench insertions were being made causing the problem of untightening the setscrews. Lab testing found the setscrews could be tightened and untightened normally with the correct torque wrenches and correct wrench insertions into the setscrews. The problem is a user related anomaly with use of the tools.

Event description:
During a device replacement procedure due to normal elective replacement indicator (eri), the hex wrench wouldn't fit on the set screw and therefore the set screw was unable to be loosened. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.